Event description:
On (B)(6) 2010, a baxter medical information specialist received a call from a facility dialysis technician reporting a patient reaction using a xenium xph170 dialyzer (lot unknown) during hemodialysis therapy. During a follow up call on (B)(6) 2010, the technician indicated one patient had experienced reactions on 5 separate dates during use of a new xenium dialyzer on each date. The event date of (B)(6) 2010 relates to this complaint. The patient's blood pressure dropped to 83/49 at the end of therapy. The patient complained of feeling dizzy, confused, lightheaded, weak and developed restless leg syndrome. Components of therapy include: tylenol, hectorol, heparin (3000 unit bolus and 1200 units per/hour). The patient's blood was rinsed and returned to the patient with extra fluid (saline). Therapy was discontinued. The patient was released to home. The samples were discarded and there are no companion samples available. This is the first event.

Event description:
This is a spontaneous report by a pharmacist and a physician from (B)(6) of septic peritonitis with (B)(6) in a (B)(6) female patient coincident with extraneal viaflex therapy. In (B)(6) 2010, the patient began treatment with extraneal viaflex (dose not reported, most recent lot numbers 10j15g37 and 10i19g37) and unspecified fresenius peritoneal dialysis (pd) solutions intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The patient received unspecified fresenius pd solutions in the morning, at midday, and in the evening and extraneal during the night. On (B)(6) 2010, the patient experienced septic peritonitis with (B)(6). Remedial treatment consisted of vancomycin (dosage and duration unspecified). Laboratory tests were not reported. On an unreported date in (B)(6) 2010, the patient recovered from the septic peritonitis with (B)(6) without catheter removal. The action taken with extraneal was not reported. Unspecified fresenius pd solutions were also considered suspect. Medical history and concomitant medications were not reported. The reporting physician believed the septic peritonitis with (B)(6) was not related to extraneal viaflex.

Manufacturer narrative:
(B)(4). Nipro batch and retention sample review indicated: no abnormality was found in the records or findings of the biological tests performed for the lots in the release inspection. Baxter has conducted a trend review and found that similar reports have been received for the reported problem baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number is unknown therefore a batch review could not be performed. Should additional information become available, a follow up report will be submitted. Baxter hs received similar reports of patient reaction.